Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were not unresponsive. The customer's blood glucose was 9 mmol/l. The customer also reported possible moisture damage to the insulin pump. It was also reported the battery cap o-ring was damaged on the customer's insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. During visual inspection no moisture damage was noted on the electronics, motor, battery tube, or vibrator assemblies. The following cosmetic damage was noted: cracked reservoir tube lip, cracked case at display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip, and missing end cap sticker. Battery cap damage was not verifies as the device was not received with original battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.